Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a deviation between the stylus and the cursor on the screen (diagonal from the lower right to the upper left corner) and it was additionally noted that the touch screen (bezel) was worn, the upper right bullet was broken, there was a cut in the cable of the stylus and the overall shielding was visible but the stylus was working properly and an error was found in the software history. The touch screen (bezel) and upper right bullet were replaced, the touch screen was calibrated, the hardware was updated and new software was installed. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's stylus pen tip was not aligned with the cursor on the screen and it was not possible to calibrate. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service